Event description:
An analysis was performed on the returned usb cable and the reported failure was confirmed. The cause for this issue is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect event description.

Event description:
It was reported that a medical professional was having issues to use his programming system. Troubleshooting was performed (by replacing the 9v battery for the wand, rebooting the motion tablet and checking all the connections) but the issue persisted. The connection of the usb cable to the tablet was suspected to be at fault. A new usb cable was sent to the physician as a replacement. As the reported issue was not confirmed the suspected usb cable was returned to the manufacturer on 09/14/2016. The analysis is underway but it has not been completed to date.

Manufacturer narrative:
.

Event description:
It was reported that a medical professional was having issues to use his programming system. Troubleshooting was performed (by replacing the 9v battery for the wand, rebooting the motion tablet and checking all the connections) but the issue persisted. The connection of the usb cable to the tablet was suspected to be at fault. A new usb cable was sent to the physician as a replacement. Review of manufacturing records confirmed all tests passed for the tablet prior to distribution. The usb cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.